Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unspecific product performance issue. Additional information was received confirming this lead was explanted due to high capture threshold measurements without any reported evidence of lead damage. No additional adverse patient effects were reported.